Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. The device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months later, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast showed that the superior extent of inferior vena cava filter was at inferior l2 vertebral body. Inferior extent was at l3-l4 disc space. A total of 6 prongs had perforated through the inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 7.31 mm. Coronal images showed 4.43 degrees tilt right to left. Sagittal images showed 3.26 degrees tilt anterior to posterior. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple trauma, bilateral lower extremity fractures and pulmonary embolism prophylaxis. Approximately ten years and four months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the prongs had perforated through the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.